Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pd patient presented with abdominal pain and was hospitalized for peritonitis on (B)(6) 2018 and was discharged on (B)(6) 2018. Peritoneal effluent culture at the time yielded staphylococcus epidermis and a wbc performed revealed 14,000. Treatment rendered was ceftazidime and vancomycin. On (B)(6) 2018, the patient passed out at work, possibly due to low hemoglobin levels as per pdrn (the patient had a history of anemia). Subsequently the patient was taken to the emergency room where he was diagnosed with peritonitis. The patient was hospitalized once again for peritonitis on that day and was discharged on (B)(6) 2018. A peritoneal effluent culture yielded staphylococcus epidermis again and treatment rendered was vancomycin. Wbc on (B)(6) 2018 was 5000 and on (B)(6) 2018 was 9000. The patient was transitioned to hemodialysis thereafter. Treatment regimen: 1.5%, 2.5%, and 4.25% delflex with total fill volume of 8996 ml since (B)(6) 2016 at the current clinic. The causality for both the events of peritonitis was reported as possible touch contamination based on the organism.

Event description:
Information in the complaint file and medical records received were reviewed by a post market surveillance clinician. On (B)(6) 2018, this patient on continuous cycling peritoneal dialysis (ccpd) went to the emergency room (ER) experiencing 7 out of 10 mid-abdominal pain and was admitted into the hospital with peritonitis related to peritoneal dialysis. The patient reported having a decrease oral intake due to his abdominal pain and associated symptoms of nausea. Physical exam positive for abdominal tenderness and guarding. The patient¿s pd effluent was cultured and revealed growth of the organism staphylococcus epidermis and a white blood cell (wbc) count of 1408. The patient was initially treated with the antibiotics ceftazidime intra-peritoneal (ip) (unknown dose, frequency and duration) and vancomycin ip (unknown dose, frequency and duration). During this hospitalization, the patient¿s abdominal pain resolved and the patient¿s pd wbc was improving. The patient was deemed stable for hospital discharged on (B)(6) 2018) continuing pd therapy with ongoing ip vancomycin. Two days later on (B)(6) 2018 the patient was feeling lightheaded while at work and as a result he sat down to rest. When the patient went to stand up, he experienced a syncopal episode and awoke on the ground with his coworkers calling his name. The patient was brought to the ER via emergency medical services (ems) and reported he was still having some mild but persistent abdominal pain. Additionally, the patient stated he had not eaten anything and had minimal fluid intake since leaving the hospital on (B)(6) 2018 fearing it would worsen his abdominal pain. Furthermore, the patient indicated he did not have any antibiotics since previous hospital discharge, stating he was going to see nephrologist on (B)(6) 2018 for another dose of antibiotics. The patient warranted hospital re-admission for syncopal episode and peritonitis believed to be resistant to antibiotic therapy. However, after medical evaluation of the patient ruled out cardiovascular or cerebrovascular event, the syncopal episode was thought to be related to the patient¿s poor oral intake and possibly related to a vagal response to his ongoing abdominal pain. Physical exam revealed the patient was pale and acutely ill appearing, with mild abdominal tenderness. During hospitalization, the patient was initially continued on pd therapy while hospitalized. Serial pd effluent cultures revealed increasing wbc count. It appeared the patient¿s pd effluent culture was positive for growth of the same organism staphylococcus epidermis (reported by pd nurse) and the patient was continued on vancomycin. The patient¿s peritonitis was determined to be related to the pd catheter (not a fresenius product). As a result, on (B)(6) 2018, the patient had his pd catheter (not a fresenius product) removed and a hemodialysis (hd) perm catheter was placed. The patient was transitioned to hemodialysis (hd) therapy. The patient was discharged from the hospital on (B)(6) 2018 continuing on hd therapy as an outpatient. Per the patient¿s pd nurse during a follow up call on (B)(6) 2018), the patient¿s syncopal episode may have been related to the patient¿s ongoing anemia. However, documentation in the medical records received indicated the patient¿s anemia status at the time of hospitalization was consistent with patient¿s baseline and there was no documented medical intervention required for the patient¿s anemia. The patient¿s pd nurse stated the patient¿s staphylococcus epidermis peritonitis infection was most likely related to touch contamination.

Manufacturer narrative:
Conclusion: a temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler cassette and the patient¿s staphylococcus epidermis peritonitis event which required hospitalization on (B)(6) 2018. However, there is no objective evidence contained in the file to support a causal relationship. Staphylococcus epidermis is normal flora of human skin. Therefore, the patient¿s staphylococcus epidermis peritonitis infection is most likely related touch contamination during ccpd therapy. Additionally, there is a temporal relationship between the patient¿s staphylococcus epidermis peritonitis infection which was deemed resistant to antibiotic therapy and the patient¿s syncopal episode which resulted in re-admission to the hospital on (B)(6) 2018. Based on the available information, the etiology for the patient¿s syncopal event was most likely related to poor oral intake and/or related to a vagal response to the patient¿s abdominal pain from the peritonitis infection. Additionally, during this second hospitalization, it was determined the patient¿s peritonitis infection was related to the pd catheter (not a fresenius product) and as a result the patient¿s pd catheter (not a fresenius product) was removed and the patient was transitioned to hd therapy. It is possible touch contamination may have led to pd catheter (not a fresenius product) inoculation with staphylococcus epidermis; however, this can not be confirmed at this time (no documentation indicating the pd catheter was cultured). A supplemental medwatch report will be submitted upon completion of the investigation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file and medical records received were reviewed by a post market surveillance clinician. On (B)(6) 2018, this patient on continuous cycling peritoneal dialysis (ccpd) went to the emergency room (ER) experiencing 7 out of 10 mid-abdominal pain and was admitted into the hospital with peritonitis related to peritoneal dialysis. The patient reported having a decrease oral intake due to his abdominal pain and associated symptoms of nausea. Physical exam positive for abdominal tenderness and guarding. The patient¿s pd effluent was cultured and revealed growth of the organism staphylococcus epidermis and a white blood cell (wbc) count of 1408. The patient was initially treated with the antibiotics ceftazidime intra-peritoneal (ip) (unknown dose, frequency and duration) and vancomycin ip (unknown dose, frequency and duration). During this hospitalization, the patient¿s abdominal pain resolved and the patient¿s pd wbc was improving. The patient was deemed stable for hospital discharged on (B)(6) 2018) continuing pd therapy with ongoing ip vancomycin. Two days later on (B)(6) 2018 the patient was feeling lightheaded while at work and as a result he sat down to rest. When the patient went to stand up, he experienced a syncopal episode and awoke on the ground with his coworkers calling his name. The patient was brought to the ER via emergency medical services (ems) and reported he was still having some mild but persistent abdominal pain. Additionally, the patient stated he had not eaten anything and had minimal fluid intake since leaving the hospital on (B)(6) 2018 fearing it would worsen his abdominal pain. Furthermore, the patient indicated he did not have any antibiotics since previous hospital discharge, stating he was going to see nephrologist on (B)(6) 2018 for another dose of antibiotics. The patient warranted hospital re-admission for syncopal episode and peritonitis believed to be resistant to antibiotic therapy. However, after medical evaluation of the patient ruled out cardiovascular or cerebrovascular event, the syncopal episode was thought to be related to the patient¿s poor oral intake and possibly related to a vagal response to his ongoing abdominal pain. Physical exam revealed the patient was pale and acutely ill appearing, with mild abdominal tenderness. During hospitalization, the patient was initially continued on pd therapy while hospitalized. Serial pd effluent cultures revealed increasing wbc count. It appeared the patient¿s pd effluent culture was positive for growth of the same organism staphylococcus epidermis (reported by pd nurse) and the patient was continued on vancomycin. The patient¿s peritonitis was determined to be related to the pd catheter (not a fresenius product). As a result, on (B)(6) 2018, the patient had his pd catheter (not a fresenius product) removed and a hemodialysis (hd) perm catheter was placed. The patient was transitioned to hemodialysis (hd) therapy. The patient was discharged from the hospital on (B)(6) 2018 continuing on hd therapy as an outpatient. Per the patient¿s pd nurse during a follow up call on (B)(6) 2018), the patient¿s syncopal episode may have been related to the patient¿s ongoing anemia. However, documentation in the medical records received indicated the patient¿s anemia status at the time of hospitalization was consistent with patient¿s baseline and there was no documented medical intervention required for the patient¿s anemia. The patient¿s pd nurse stated the patient¿s staphylococcus epidermis peritonitis infection was most likely related to touch contamination.

Manufacturer narrative:
Conclusion: a temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler cassette and the patient¿s staphylococcus epidermis peritonitis event which required hospitalization. However, there is no objective evidence contained in the file to support a causal relationship. Staphylococcus epidermis is normal flora of human skin. Therefore, the patient¿s staphylococcus epidermis peritonitis infection is most likely related touch contamination during ccpd therapy. Additionally, there is a temporal relationship between the patient¿s peritonitis infection and the patient¿s syncopal episode at work. It is possible the patient¿s anemia (likely related to esrd) is associated with the syncopal event, as reported by the pd nurse. However, at this time the etiology for the patient¿s syncopal event cannot be determined. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On 01/14/2018, this patient on continuous cycling peritoneal dialysis (ccpd) (since (B)(6) 2016) was experiencing abdominal pain and was admitted to the hospital for peritonitis. Details surrounding hospital course were unknown. The patient¿s pd effluent culture revealed growth of the organism staphylococcus epidermis and a white blood cell (wbc) count of 14,000. The pt. Was treated with the antibiotics ceftazidime (unknown dose, route, frequency and duration) and vancomycin. The patient was discharged from the hospital on (B)(6) 2018. Subsequently, 2 days later, on (B)(6) 2018 the patient had a syncopal episode while at work. As a result, the patient was brought to the emergency room (ER) and was admitted into the hospital with peritonitis. The patient¿s pd effluent culture revealed growth of the same organism staphylococcus epidermis and a wbc count of 5,000. The patient was treated with vancomycin. Additionally, the patient was transitioned to hemodialysis (hd) therapy (date unknown). The patient was discharged from the hospital on (B)(6) 2018. Per the patient¿s pd nurse, the patient¿s syncopal episode may have been related to the patient¿s ongoing anemia, however it was not confirmed. Additionally, it was stated (during follow up call on 02/21/2018) and recorded (in additional information received on 02/20/2018) that the pt¿s staphylococcus epidermis peritonitis infection was most likely related to touch contamination.